Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one red luer catheter hub and one 1.8ml clamp was received for evaluation. Gross visual, and microscopic evaluations were performed. The clamp was received engaged and a fracture was noted in one side of the clamp. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a dialysis catheter placement procedure, the clamp of the device was allegedly found to be broken. The procedure was completed by using a repair kit. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the clamp of the device was allegedly found to be broken. The procedure was completed using repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.